Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# va0hkjr, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient¿s stimulation from their implantable neurostimulator (ins) was turning off since it was implanted last week. It was also reported that the patient slept on a magnetic mattress pad and a magnetic pillow. The manufacturer¿s representative noted that they saw that the ins was on and that cycling had not been programmed on the patient¿s device. Follow up information received 3 days later confirmed that the patient had a magnetic mattress and a full body magnetic pillow that they sat on every day (unbeknownst to the representative and doctor) and it was unsure how the device was being affect. It was reported that the patient¿s response had been ¿fair¿ and that they had only been implanted for a week so it was unsure if the issue had been resolved. If additional information is received, a follow up report will be sent.